Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A resolute onyx rx coronary drug eluting stent was attempted to be used to treat a severely calcified lesion in the circumflex artery. Negative prep was not performed. The lesion was not pre-dilated. Resistance was encountered when advancing the device due to calcium. Multiple attempts were made to try to get the device to advance. It was stated that stent deformation occurred in vivo during positioning. It was also stated that the device was removed after a failed delivery, the device was attempted to be re-loaded on the wire when deformed struts were noticed. The lesion was then predilated with a euphora balloon catheter and an non medtronic stent was used to complete the procedure. No patient injury was reported.

Manufacturer narrative:
Additional information: the device was inspected prior to use, but unknown if damaged prior to being inserted over wire into guide. Excessive force was used back and forth to try to get the stent to advance. The device did not pass through a previously deployed stent. It was reported the patient is alive. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The stent was positioned on the balloon between the marker bands as per specifications. Misalignment of stent struts was evident to the 1st distal stent wraps. No deformation was evident to the distal tip. No other damage was evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.